Event description:
It is reported that the surgeon had difficulties targeting the femoral nail, therefore the nail was removed and an alternative nail was implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.